Event description:
Information was received in june 2004 from an orthopedist regarding a pt with a history of osteoarthritis. The pt received synvisc in 2000 (exact date unknown). The pt's concomitant medications were not provided. The pt experienced knee pain following a synvisc injection. The orthopedist was talking with other orthopedic physicians who mentioned a pt who experienced pain in their knee following a synvisc injection (site unknown). There was no swelling reported. At an unknown time following the injection, the pt received a cortisone injection and the pain was relieved. The pt's knee was functioning well four years later.